Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor glucose reading was 70 mg/dl or less and her blood glucose was 98 mg/dl and also another time the sensor reading was 70 and the blood glucose value was 118 mg/dl. Customer stated that the insulin pump went into threshold suspend. Customer declined to troubleshoot. Nothing further reported.